Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it was found that the pump platen door was bent, however the pump would not turn on and could not be tested further. This report is being filed because it is unclear if the pump would have experienced free flow due to the damaged platen door. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the platen is bent and will not close. Mmdg did follow up with the initial reporter, who stated that the door could be "forced closed" but that they were hesitant to do that. The initial reporter also advised that the complaint occurred during testing and had not had any effect on a patient. (B)(4).